Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that this unit had its power IV pole fully raised up and it would not lower, the pole just spun. The unit was stuck inside an or suite unable to fit through the door. Upon inspection the limit wires were found to be frayed. There was no patient involvement event timing was prior to surgery. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined that the power IV pole had spun and pulled the limit wires from the board. The wires were also frayed where the wires route through the pole. The IV pole was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional information available.